Event description:
Pt underwent an embolization procedure of known 5.3 cm right renal cell cancer. A large volume of microspheres was required for embolization. Following the procedure, she developed progressive hypotension, altered consciousness, and respiratory failure. She was subsequently intubated. Given the volume of microspheres used, it was postulated that she may have had a pe secondary to intratumoral av shunting. Her renal functions declined over the ensuing 24 hours. Given the medications required for blood pressure support, her declining renal, liver and pulmonary function, a possible mi, and her diagnosis of metastatic renal cell cancer, her family elected extubation and comfort care and she died on (B)(6) 2010. Dose or amount: 2 cc x 6 intra-arterial (renal artery); 2 cc x 12 intra-arterial (renal artery).